Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with exploratory laparotomy, tah and abdominal sacral colpopexy.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to uterine prolapsed, cystocele, enterocele, vaginal wall prolapse, rectocele, and urinary frequency. The patient experienced small intestine blockage, adhesions, extreme pain and vomiting, unable to work out, abdominal tension, excessive hair loss due to malnutrition from the inability to eat solid food for many months after corrective surgery. It was reported that the patient underwent small bowel resection, bilateral salpingectomy right ovarian cystectomy and mesh removal on (B)(6) 2012 due to small bowel obstruction of the mesh. No additional information was provided. (B)(4).